Manufacturer narrative:
The customer's meter was returned for investigation. The returned meter was measured with retention test strips in comparison to the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Donor 1 hct: 35% . Donor 2 hct: 44% . Testing results: donor #1: retention meter and master lot strips: 2.8 inr . Returned meter and retention strips: 2.8 inr . Donor #2: retention meter and master lot strips: 3.3 inr . Returned meter and retention strips: 3.3 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
Initial reporter occupation is patient/consumer (patient's mother). The meter and test strips were requested for investigation. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was an allegation of discrepant inr results for 1 patient tested with coaguchek inrange meter serial number unknown compared to an unknown laboratory method. The patient was tested 4 times "in a row" on the meter with results of > 8.0 inr. The result from the laboratory was 4.1 inr. The patient¿s therapeutic range is 3.0 ¿ 3.5 inr.